Manufacturer narrative:
No document review can be performed since the lot number is not available.

Event description:
The liner has to be changed. No more information about primary surgery, surgeon and reason of the revision.